Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with domino connectors having spinal therapy. It was reported that patient was reoperated for dislodging of the reported device that was used on (B)(6) 2024. As a result, the set screw of the device was loose, so it was replaced with a new one. A rod was added to distribute the stress and was finished. Patient symptom were unknown. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #: (B)(4): part #: g5932105656, lot #: 0979053w after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the domino. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.